Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the proximal left circumflex artery. A 3.50 x 28 synergy drug-eluting stent was advanced for treatment. However, it was noted that the stent distal was lifted. The procedure was completed with another synergy stent. No patient complications were reported and the patient was stable.